Manufacturer narrative:
A temporal relationship exists between ccpd therapy with the liberty cycler and the reported abdominal hernia (preexisting) and the physician decision to discontinue ccpd therapy and transition the patient to in center (B)(6) therapy. Although the patient had the abdominal hernia before dialysis, the pdrn believed the abdominal hernia was aggravated due to the abdominal pressure increased during ccpd therapy. A supplemental medwatch report will be submitted upon completion of the plant investigation.

Event description:
Source documents and information in the complaint file were reviewed by a post market surveillance clinician. It was reported this peritoneal dialysis (pd) patient developed an abdominal hernia which required outpatient surgical repair on (B)(6) 2017. On (B)(6) 2017 during a service call, the peritoneal dialysis registered nurse (pdrn) called for a replacement cycler for this patient as there had been no use of continuous cycler-assisted peritoneal dialysis (ccpd) therapy on the liberty cycler since 12/2016 due to having his peritoneal dialysis catheter replaced. On (B)(6) 2017, during a follow up call to the pdrn it was reported the patient underwent the outpatient umbilical hernia repair. Additionally the pdrn revealed the patient had a preexisting umbilical hernia (unknown size, symptoms or pt impact.) The pdrn believed the abdominal hernia was aggravated due to the abdominal pressure increased during ccpd therapy. Furthermore the patient was transitioned to in center (B)(6) on (B)(6) 2017 during the surgical recovery period. On (B)(6) 2017 during a follow up call to the pdrn, it was revealed the patient returned to ccpd therapy as of (B)(6) 2017 and had been able to continue ccpd therapy on the new liberty cycler and was successfully completing treatments without issue.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy with the liberty cycler and the reported abdominal hernia (preexisting) and the physician decision to discontinue ccpd therapy and transition the patient to in center hd therapy. Although the patient had the abdominal hernia before dialysis, the pdrn believed the abdominal hernia was aggravated due to the abdominal pressure increased during ccpd therapy. An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no deviations or non-conformances during the manufacturing process. Simulated treatments were performed and completed without any unexpected alarms or problems occurring. The cycler programmed displayed fill and drain volume values were within the tolerances. The cycler weighed fill volume values were within tolerance and cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
Source documents and information in the complaint file were reviewed by a post market surveillance clinician. It was reported this peritoneal dialysis (pd) patient developed an abdominal hernia which required outpatient surgical repair on (B)(6) 2017. On (B)(6) 2017 during a service call, the peritoneal dialysis registered nurse (pdrn) called for a replacement cycler for this patient as there had been no use of continuous cycler-assisted peritoneal dialysis (ccpd) therapy on the liberty cycler since (B)(6) 2016 due to having his peritoneal dialysis catheter replaced. On (B)(6) 2017, during a follow up call to the pdrn it was reported the patient underwent the outpatient umbilical hernia repair. Additionally the pdrn revealed the patient had a preexisting umbilical hernia (unknown size, symptoms or pt. Impact.) The pdrn believed the abdominal hernia was aggravated due to the abdominal pressure increased during ccpd therapy. Furthermore the patient was transitioned to in center hd on (B)(6) 2017 during the surgical recovery period. On (B)(6) 2017 during a follow up call to the pdrn, it was revealed the patient returned to ccpd therapy as of (B)(6) 2017 and had been able to continue ccpd therapy on the new liberty cycler and was successfully completing treatments without issue.